Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that, in certain positions, they had increased stimulation. Also, when they were around electronic devices, they felt stimulation. They would feel it down their right leg and, until they moved away, they would keep feeling it. In certain positional movements, the stimulation would change. This issue had been going on for 1-1.5 weeks. It was also reported that, when they patient was at the bus stop and people were on their cell phones, they felt a sensation down their right leg. This would also happen when they were near a metal pole. If they moved their cell phone from their right side to the left side, the stimulation would go away, so they couldn¿t have a cell phone close by. The patient also stated that, when they were at work and sitting at their desk, they would get this sensation as well. They stated they were around everyday, household items and, at work, it was their desk, phone, and computer. The sensation would go away only when they moved away from that area. The stimulation was at 3.9 volts (v) so it wasn¿t too high. It was noted that the device was controlling holding the bladder. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Itwas reported that the circumstances that led to the increased stimulation in a certain position were standing near metal objects (poles), and around several electronic devices (computers, phones, cell phones) in electronic stores. In addition, the steps taken to resolve the stimulation change in certain positions and around electronic devices were removing a phone from right pants pocket, not leaning against metal poles, and limit time spent in electronic section in stores. There were no further complications or anticipations reported with this event.